Event description:
It was reported that the patient presented in-clinic after receiving a vibratory patient notifier. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi behavior. The patient was asymptomatic. The device was successfully manually reset. The patient was stable throughout the interrogation. On (B)(6) 2017, the nurse confirmed that the device was explanted and replaced by a competitor device.

Event description:
New information received noted that the device was explanted due to the advisory for premature battery depletion with implantable cardioverter defibrillator.